Event description:
A midshaft ulna plate broke at the bending section about 2 months post implantation. As per evaluation of x-rays, it can be seen that the bending section of the plate was located at the site of the bone fracture.

Manufacturer narrative:
The plate broke at the bending section of the plate, which was positioned at the site of the fracture. Due to the nature of the case, this appears to be an isolated event that occured due to a variety of contributing factors including: patient anatomy, fracture location/pattern, and plate position. This is the only instance of this failure reported since the release of the device in 2020. Sd will continue to monitor for similar failure modes.